Event description:
Initial result for a pt urine total protein was 6. When repeated, the result was 13. The incorrect result was not used to guide therapy. The field service rep found workstation a was misaligned and repaired the instrument by realigning workstation a.